Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg level was not provided. Cause of bg level was not known. Reportedly, customer was discharged 10 days later. Customer declined troubleshooting with tandem technical support and declined to provide further information.